Event description:
As reported by an edwards lifesciences affiliate in new zealand, regarding an implant of a 29mm sapien 3 valve in aortic position. Approximately 4 years post implantation, unknown regurgitation was observed and a 23mm sapien 3 ultra valve successfully implanted within the existing valve using the transfemoral approach. The patient was noted as to be discharged.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device remains implanted; therefore, could not be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to unavailability of medical record and/or applicable imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. Per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central)) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, it was a case of 78-y-o patient with a 23mm sapien 3 ultra valve in aortic position that required a viv after an implant duration of approx. 4 years due to unknown reasons leading to regurgitation. The patient presented heart failure. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.